Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support regarding a blank screen during treatment. Patient pressed ok, stop and touched the screen but it remained blank. The keys made sound when pressed. Rebooted cycler couple of times but it remained blank. Patient know how to perform capd. Replaced cycler due to blank screen. The fresenius technical support representative advised cycler will arrive with default settings also advised to discontinue the use of this cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient confirmed that the treatment was not completed on the cycler or on manuals the day of the reported event. The cycler replacement arrived and the patient has completed treatments with the cycler. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2346 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. The internal inspection of the cycler showed no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.